Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons were unresponsive. The patient stated that he wears the pump in his pocket and does not clean the pump. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): evaluation revealed a tear in the keypad rubber near the ok keypad button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on the button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The contrast, up arrow and down arrow keypad buttons respond appropriately when pressed. The ok keypad button responds intermittently when pressed. All keypad buttons have normal spring back or click. The keypad was removed to investigate and revealed visible contamination under all of the contact buttons.